Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results and high chlorine (cl) results were obtained on their synchron lx20 pro instrument, and the results were reported out of the laboratory. Prior to the event, repeat calibration had failed. Physicians called the laboratory to question the results. Samples were repeated on the lab's second analyzer and 46 amended reports were issued. The customer provided 5 examples of the erroneous results along with the corrected results. No sample or pt info was provided by the customer. There is no report of any adverse event or serious injury related to this event. However, it is not know whether there was any change to pt treatment.

Manufacturer narrative:
The customer had informed the hotline rep that the ise (ion-selective electrode) system was failing calibration. A bci fse (field service engineer) was dispatched several times (i.e. On (B)(4) 2010, (B)(4) 2010 and (B)(4) 2010) to the site in order to troubleshoot and make repairs. Multiple hardware components were replaced. While these measures may have resolved the problem, a clear root cause could not be determined. This is 1 of 46 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events. This is one of forty-six separate medwatch reports being submitted as this event involves forty-six separate pt events that were reported out of the laboratory.